Manufacturer narrative:
Other relevant device(s) are: pn: 9735740, sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that while troubleshooting for another case, the software did show that the localizer was disconnected. He rebooted the system and that seemed to resolve. However, the network communication with the system to the imaging system still seems slow. No patient was present.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after starting over with information technology (it) and obtaining new networking information, the system worked as intended. For the localizer disconnected issue, it was noted that the cause of that problem was due to the manufacturing representative rebooting the system and not waiting long enough for the camera cart to connect to the main cart.